Event description:
Caller states the inform base has melted and blackened plastic around the 3rd and 4th connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.